Manufacturer narrative:
Device analysis for lead (B)(4) revealed the lead body conductor was broken at the anchor site unknown.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the after one year of excellent stimulation the patient came to the hospital with no stimulation anymore. After interrogation with the clinician programmer all the contact points (lead) showed high impedances of >10,000 ohms. The lead was broken. It was decided to replace the electrode. There was no indication that led to this event, it was identified by checking the impedances. The issue was resolved at the time of this report. The patient was alive with no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.